Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial markers were missing on the egm. This was due to undersensing, increased thresholds, and the electogram was noisy. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.